Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, during a pacemaker replacement procedure with electrocautery, voo pacing behavior was observed while the programmed pacing mode was vvi. The subject device will be returned for analysis.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, during a pacemaker replacement procedure with electrocautery, voo pacing behavior was observed while the programmed pacing mode was vvi. The subject device will be returned for analysis.

Event description:
Reportedly, during a pacemaker replacement procedure with electrocautery, voo pacing behavior was observed while the programmed pacing mode was vvi. The subject device will be returned for analysis.